Event description:
It was reported that there was a malfunction resulting in loss of pressure mode of ventilation during a case. The unit was rebooted and case resolved.

Manufacturer narrative:
The customer declined ge service. No repair information available. Customer contact reports no patient information is available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.